Manufacturer narrative:
Correction: manufacturer report number 1627487-2020-02407 should not have been submitted as a medical device report (MDR) as additional information was received which revealed that there was no deficiency of the device or allegation of deficiency against the device.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention occurred to explant the patient's ipg. The reason for the explant is unknown. The date of the explant is unknown.